Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices related to this event and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had redness and swelling at the incision site. Although there was no confirmation of infection, the patient was treated with IV antibiotic and the device was explanted. Since the therapy was helping with pain relief, the patient is planning for reimplant once the wound site is healed.